Event description:
Pt was admitted for out patient t & a. During surgery pt received cautery burns bilateral buccal mucosa from bovie tip. It was noted that part of the protective coating of the bovie tip was missing. Pt was admitted for observation over night.